Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during set-up of the device prior to being used on a male patient (age unk) the device failed self test for ECG on power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.